Event description:
It was reported that a perforation and subsequent pericardial effusion occurred. A watchman access system (was) anterior curve was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After initial placement of the access sheath, the physician decided to reposition the was deeper in the laa over the pigtail catheter. The device was deployed in normal fashion, but did not fully expand. At this time, patient developed hypotension and a new pericardial effusion was noted via echocardiogram. All devices were left in place while a pericardiocentesis was performed. Blood pressure was maintained by anesthesia. Patient was reintubated and ventilated throughout the event. Patient was sent to surgery for laa perforation repair. Surgery was successful. The patient is doing well and recovered without further incident.